Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2010 and performed to specification up to the 22nd march 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(4) 2015 and the last log entry on the (B)(4) 2015. The pad-pak became depleted during this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo pins however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.